Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, just before using the clip applier, there were issue experienced with the loading/firing of the clips and the jaws was not able to close. Another clip applier was used to complete the procedure, there was no patient injury.